Event description:
It was reported "excessive wear of patella. X-rays how 'scalloping' behind the anterior flange of femoral component, as well as progressive lucency beneath the medial portion of the tibial component."